Manufacturer narrative:
Manufacturer evaluation of the instrument logs showed that there was no evidence of a wax leak(s) between (B)(6) 2018. Based on the information provided, the sub-optimal tissue processing reported was derived from the "factory 2hr xylene standard" protocol comprising 33 cassettes, which started in retort b at 10:20 am on (B)(6) 2018 and completed at 12:31 pm on (B)(6) 2018; and the "factory 2hr xylene standard" protocol comprising 40 cassettes which started in retort a at 12:23 am on (B)(6) 2018 and completed at 14:33 pm on (B)(6) 2018. No event/error codes were recorded during execution of either the "factory 2hr xylene standard" protocol started in retort b at 10:20 am on (B)(6) 2018; or the "factory 2hr xylene standard" protocol started in retort a at 12:23 am on (B)(6) 2018, from which sub-optimal tissue processing was reported. Investigation of this complaint found that the instrument operated within specification during execution of both the "factory 2hr xylene standard" protocol started in retort b at 10:20 a m on (B)(6) 2018 and the "factory 2hr xylene standard" protocol started in retort a at 12:23 am on (B)(6) 2018, from which sub-optimal tissue processing was reported. The root cause of the sub-optimal tissue processing reported by the complainant could not be determined from the information available. It is considered unlikely that the wax leak identified by the leica field service engineer either caused or contributed to the sub-optimal tissue processing reported, because the evidence available to the manufacturer indicates that there was sufficient wax in all wax chambers to fill the retorts to three (3) basket level on (B)(6) 2018, which was the date on which the two (2) protocols from which sub-optimal tissue processing was reported were executed. The root cause of the wax leak inside the instrument was found to be a leak in the retort b wax line connector. Neither on-site or manufacturer investigation was able to identify when the wax leak started. Manufacturer evaluation of the instrument logs did not show any evidence of a wax leak between (B)(6) 2018. Neither the root cause of the contamination nor the nature of the contaminant reported in three (3) of the four (4) wax chambers could be determined from the information available.

Event description:
Leica biosystems received a complaint regarding "bad processing" of tissue samples. The following complaint details were documented by a leica north america technical service center representative: "three processing runs tody. First run, tissue appears good well processed. Second and third runs users noticed that tissue did not cut well and slides were almost unreadable by pathologists. Customers did not see any errors in run events for today. (Although there was a power fail yesterday) customer began changing reagents and found wax had been dripping all along the back wall of the reagent bottle cabinet area on both top and bottom shelves. Dried wax on bottles and bottle connectors to back wall. Alcohols appeared cloudy and yellowish with debris. Wax in wax chambers appeared to all be above max line, wax bath 1 appear more dirty than others expected. User has changed all reagents on processor except the wax. Two runs affected: ret a 4 hr xylene prog started 10:30 am today (B)(6) 2018 ended 2:30 pm today, 40 cassettes, skin tissue. Retort b 2hr xylene prog started 12:30 pm today, ended approx. 2:30 pm today, 33 cassettes, skin tissue." On 16, 18 and (B)(6) 2018, a leica field support specialist (fss) requested information as to whether all cases exhibiting sub-optimal processing were diagnosable. On (B)(6) 2018, a leica field service engineer (fse) visited the customer site in order to assess the operation and function of the instrument. The fse found that a considerable amount of wax had leaked inside the instrument; and investigation determined that the retort b wax line connector was leaking. The fse reseated and tightened the connection to resolve the leak; and cleaned up the wax which had accumulated below the retorts. Evaluation of photographic evidence provided suggests that wax had been leaking over a period of time rather than being a recent occurrence. On 23 february 2018, the complainant advised the fss that most of the cases involved in this event had been signed out, but data was still being compiled. On 24 february 2018, leica biosystems (B)(4) received information that a case was not diagnosable. As at 16 march 2018, information requested as to whether re-biopsy of the patient involved had been either recommended or performed; and the identifier, age or date of birth and gender had not been provided.